Event description:
It was reported when using the bd vacutainer® naf 6.0mg na2edta 12.0mg plus blood collection tube there was stopper difficult to remove. This event occurred 500 times. The following information was provided by the initial reporter. The customer stated: the "cap does not come off entirely. The black part stays on the tube."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-16. H6: investigation summary: bd received 60 samples for investigation. 24 samples were evaluated by functional testing and the indicated failure mode for closure separation with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode closure separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® naf 6.0mg na2edta 12.0mg plus blood collection tube there was stopper difficult to remove. This event occurred 500 times. The following information was provided by the initial reporter. The customer stated: the "cap does not come off entirely. The black part stays on the tube."